Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a thr operation with the surgeon at (B)(6), during the trial phase of the operation, he stated the neck trial was not engaging on broach as it normally does, as it was getting stuck and needed extra force to seat the neck trial flush onto the broach. This issue did not cause any delays, however the surgeon has requested the instruments be replaced or serviced.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was received for examination. Visual examination of the returned devices did not confirm, a jamming condition. Both devices were separated from each other. Overall condition of the device is acceptable, no damages were observed. A functional test was performed with the returned mating devices. And the inability to assemble condition was not confirmed. Devices assembled, retained, and disassembled without restriction or difficulty as design intended. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed, since a valid finished good lot number was not provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 (medical device problem code) device-device incompatibility (a1702) is used to capture jammed/seized and unable to assemble. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.